Event description:
It was reported to resmed that an astral device had a defective main circuit board. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a super capacitor leak. The main circuit board was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board. The device was not in patient use when the reported event occurred.